Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with high clot burden with bilateral pulmonary emboli had an inferior vena cava (ivc) filter placed without incident. Approximately one month post ivc filter placement, the patient was admitted to the hospital with cough and chest pain. It was that the patient had a decreased inr secondary to inadvertently being on coumadin 2.5mg daily for three days. A chest CT scan and abdominal and pelvic CT scan was performed demonstrating a depressed ivc filter suggestive of hypovolemia. The patient was discharged on coumadin two days later with inr of 2.3 with a diagnosis of acute of chronic renal failure and dehydration. Approximately one month later, the patient presented to the ER and was subsequently admitted with complaint of atypical substernal non-radiating chest pain. A CT scan of the chest performed noted a partially visualized ivc filter. Additionally, a ventilation perfusion scan was performed revealing a high probability for acute pe with a new distribution from prior high probability examination. The patient was discharged home with recurrent deep venous thrombosis and recurrent chronic pulmonary embolism with therapeutic inr. Approximately 4 months later, the patient presented at cardiology office visit with abnormal EKG, dizziness, and weakness for 4 days. At some point prior to this office visit, the patient had been referred for persistent right lower extremity venous thrombosis, experienced an unsuccessful thrombectomy, and was found to have left iliac vein disease which was stented successfully. A lower extremity venous ultrasound performed at the office visit demonstrated some evidence of insufficiency involving the superficial veins on the right and evidence of persistent chronic thrombus that extended into the thigh. The patient was also diagnosed with new onset atrial fibrillation with a history of non-st elevation myocardial infarction as an inpatient most likely due to pulmonary embolism. The patient was switched to savayza 30 mg by mouth daily for anticoagulation and cardioversion for atrial fibrillation was subsequently performed. Per the medical records available for review, the ivc filter has not been removed and the current patient status is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter flattened and that the patient experienced a pulmonary embolism. The current patient status is unknown.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one month post filter deployment, CT scan without contrast was performed demonstrating a depressed ivc filter suggestive of hypovolemia. Approximately two months post filter deployment, ventilation perfusion scan was performed revealing a high probability for acute pe with a new distribution from prior high probability examination. Therefore, based on the provided medical records, the investigation can be confirmed for material deformation of the filter based on filter appearing flattened after deployment. It cannot be confirmed that the patient experienced pe after filter implantation as scans only allege a probability of pe and not a confirmed pe. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter flattened and that the patient experienced a pulmonary embolism. The current patient status is unknown.